Manufacturer narrative:
Preliminary analysis showed that there is no software issue. The reply programmer software behaves as per specifications.

Event description:
Physician reported that after interrogation of the subject device, the sustained v burst episodes with rate of 160 bpm have been recorded in device memories, with duration of 2hours. He was surprised that such important events are not displayed on the device warning messages list on first page. He suspected that this might be a bug in the programmer software. In addition, no 24h sam data was available on (B)(6) 2016 for unknown reason.

Event description:
Physician reported that after interrogation of the subject device, the sustained v burst episodes with rate of 160 bpm have been recorded in device memories, with duration of 2hours. He was surprised that such important events are not displayed on the device warning messages list on first page. He suspected that this might be a bug in the programmer software. In addition, no 24h sam data was available on (B)(6) 2016 for unknown reason.

Manufacturer narrative:
(B)(4).

Event description:
Physician reported that after interrogation of the subject device, the sustained v burst episodes with rate of 160 bpm have been recorded in device memories, with duration of 2hours. He was surprised that such important events are not displayed on the device warning messages list on first page. He suspected that this might be a bug in the programmer software. In addition, no 24h sam data was available on 05 october 2016 for unknown reason.